Event description:
It was reported that a patient presented to the emergency room due to device shocks. Device interrogation revealed inappropriate shock and backup mode of the implantable cardioverter defibrillator (ICD). The ICD was restored back to normal. After the system reset, it was noted that the atrial lead had decreased sensing and loss of capture and the right ventricular (rv) lead had high capture threshold, low sensing amplitude, and oversensing qrs wave resulting in inappropriate shock. Chest x-ray was performed and revealed that both the atrial and rv leads were dislodged. On (B)(6) 2025, the physician elected to do a lead revision. The atrial and rv leads were successfully repositioned. During the revision it was noted that set screw of the ICD header was unable to be tightened. The physician elected to explant and replace the ICD. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.